Event description:
It was reported that when the device and reload cartridges were used during a laparoscopic colon procedure, the device was fired 7 times during the procedure and there was a lack of hemostasis on every firing. Another device was used to complete the case. There was no consequence to the pt.